Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A clinical analysis indicates that based on the surgeon report the root cause of the pain was the internal rotation of the tibial tray. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient underwent a revision of left legion revision due to pain, which resulted from tibial tray internally rotation.